Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42, which did not impact the customer's blood glucose level adversely. The customer contacted support and was guided through a complete pump reset, which resolved the issue. Following the reset, the sensor session was successfully started, and the error did not reappear.